Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported an error on the system. The surgeon had already power cycled the system and restarted. The caller was advised to move to surgeon side console (ssc) #2 as the logs point to ongoing issue with ssc #1. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed mtm sine cycle and system verification. The fse plans to replace the gcc board. There were no further issues after mtm calibration. The system was tested and verified as ready for use.